Event description:
During an initial implant procedure, a loss of capture and r wave amplitude variation was observed on the right ventricular (rv) lead following positioning. The rv lead was removed and replaced to resolve the event. The patient was stable.